Event description:
It was reported that the patient¿s device was not working right. The patient stated that starting ¿one to two days ago, it felt like pain instead of a steady pulse.¿ the patient noted that it was not a ¿big pain¿ and when she moved around she felt ¿something¿ and at the time of the report felt nothing. The patient stated that the pain was better when she turned it down. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0dklr, implanted: (B)(6) 2013, product type lead. (B)(4).